Event description:
Event description guidant received information that at 40.0 months post implant, this implantable cardioverter defibrillator (ICD)exhibited an earlier that expected elective replacement indicator (eri).